Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the l&d unit, there has been multiple occurrences of the leakage at the tubing-to-male luer engagement on the pcae epidural set during epidural infusions. There was no report of patient harm.